Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va0yyb7, product type: lead.: this date is an approximation.

Event description:
The manufacturer representative (rep) reported that the patient had pain that comes and goes depending on their position. It was indicated that the pain started in mid (B)(6) 2017. The patient felt like "it" was sticking out and poking them, and it made them nauseous. There was no troubleshooting with the programs. When the impedance was checked on the day of surgery, the battery was programmed with a unipolar setting. The battery was replaced and the pocket was revised on the day of the report. The issue was resolved. There were no further complications reported as a result of this event.